Manufacturer narrative:
(B)(4). Verbatim: "one of the pump's suture anchors was broken...broken anchor". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine and bupivacaine via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the pain managing physician attempted to do a pump refill and was unable to access the pump reservoir port. An x-ray was done of the pump as diagnostics/troubleshooting performed and it was found to be flipped. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. It was related that the patient was referred for a pocket revision. At the time of pocket revision, it was noted that one of the pump¿s suture anchors was broken and it was decided to replace the pump since it was unclear if the broken anchor contributed to the pump flipping in the pocket. The date of the event was reported to be (B)(6) 2017. The pump was completed explanted and replaced on (B)(6) 2017 and it was indicated that it would be returned by the manufacturer's representative. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was 136 kg. Other medications the patient was taking at the time could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Logs showed the pump was delivering infumorph 25.0 mcg/ml at 4.672 mg/day and bupivacaine 7.5 mg/ml at 1.4016 mg/day. The pump was returned, and analysis found a suture loop anomaly (missing and-or broken) in-vivo. Result code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Logs showed the pump was delivering infumorph 25.0 mg/ml [not 25.0 mcg/ml as previously reported] at 4.672 mg/day and bupivacaine 7.5 mg/ml at 1.4016 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.